Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that one grip cable was broken at the distal clevis hub; however, the distal clevis hub did not exhibit any wear. The cable segment stuck out at wrist. The other cables at the wrist were undamaged. The customer reported complaint does not in itself constitute a MDR reportable event; however, the damage to the instrument grip cable found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci system surgical procedure, cable on the mega needle driver instrument broke. There were no missing and/or fallen pieces reported. No patient harm, adverse outcome or injury was reported.